Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the failure to advance, difficulty removing the device, and stent dislodgement to be related to interactions with the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified distal left anterior descending (lad) artery. A 2.25 x 18 mm xience alpine stent failed to cross the lesion due to the anatomy and dislodged from the balloon in the left main artery. An attempt was then made to remove the stent but it became stuck on an unspecified guideliner. Therefore, an unspecified stent was implanted to treat the alpine stent. The alpine stent was crushed and embedded in healthy tissue in the left main artery. Then another unspecified stent was implanted in the distal lad to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.